Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data confirmed the reported issue: several inappropriate atp have been delivered during atrial fibrillation episodes. The in-clinic follow-up data from (B)(6) 2024 have been provide and analysed: electrical measurements and the recommended replacement time are good. Sixteen (16) episodes have been recorded, all of them are atrial arrhythmia. Nine (9) episodes have been treated by atp. During atrial fibrillation, the ventricular rate is sometimes unstable (no therapy has been delivered) and sometimes stable, even very stable leading to inappropriate atp delivery. The subject device functioned as per specifications. Recommendations of reprogramming: - long cycle gap from 170 ms to 140 ms to increase the specificity. - based on the esc recommendations, the fast vt cut-off rate could be changed from 190 bpm to 220 bpm to give more chance to the vt versus svt/st stability criterion to analyse and better discriminate atrial fibrillation. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, several occurrence of multiple tachycardic episodes (afib, atrial flutter) had been classified as vt with repeated ineffective atp sequences. (B)(6) 2024. No change in programming as no wrong atp applied by device since end of (B)(6) 2024.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several occurrence of multiple tachycardic episodes (afib, atrial flutter) had been classified as vt with repeated ineffective atp sequences. ((B)(6) 2024). No change in programming as no wrong atp applied by device since end of may.